Event description:
It was reported that a patient underwent a cervical fusion on an unknown date in (B)(6) 2024 and barbed suture was used on fascia. About 2 months postoperatively, the possibility of fascia rupture was confirmed at an outpatient. The epidermis was not ruptured. It was soft and flabby because of the possibility that it was accumulated with exudate by fascia rupture. In the future, only the fascia must be closed again. The patient is attending a hospital. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m h6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: after another MRI, it was found that a spinal fluid leak was occurring due to dural injury. Although the dura was not injured in any way during the surgery, it is possible that this was the site of the hemorrhage. It was determined that the spinal fluid leak caused a spinal fluid buildup in the fascia that prevented fusion, which led to the fascial rupture. It is also possible that the hydrolysis of stratafix was accelerated by the buildup of spinal fluid. Dural suture and fascial closure will be performed tomorrow in the june 26 case. The case will be sutured with pdsplus nodal sutures and additional sutures with non-absorbable fiber wire. It is possible that the csf leak interfered with fascial fusion and accelerated hydrolysis of stratafix. The letter 4 of proper use was performed and 2 stitches folded-back was also performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Please describe the appearance of the suture during the second procedure ? Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 medical device problem code additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure¿unk date of index surgical procedure?¿unk the diagnosis and indication for the index surgical procedure?¿ unk what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿not reported with abnormality was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?¿yes please describe the appearance of the suture during the second procedure ? ¿yes did the suture break? If so, where was the break noted (termination, middle, end)?¿yes, middle were there any patient stress factors that precipitated the event of suture breakage post op?¿it is possible that a cerebrospinal fluid leak caused cerebrospinal fluid to accumulate in the fascia, preventing healing and resulting in fascial rupture, or that the accumulation of cerebrospinal fluid accelerated the hydrolysis of stratafix. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿no what symptoms did the patient experience following the index surgical procedure? Onset date?¿during outpatient treatment, it was confirmed that there was a possibility of fascia separation, and the area was swollen, possibly due to the accumulation of exudate. Other relevant patient history/concomitant medications?¿no what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿it is possible that a cerebrospinal fluid leak caused cerebrospinal fluid to accumulate in the fascia, preventing healing and resulting in fascial rupture, or that the accumulation of cerebrospinal fluid accelerated the hydrolysis of stratafix. What is the patient's current status?¿unk lot number? =>unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.